Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: one opened sample of code nw843, lot v8011 was received as a complaint sample for investigation. The complaint sample consists of suture strands, zipper tray and lids. Since the complaint sample was received in open condition further investigation on complaint sample could not be performed except visual inspection. The returned suture was visually inspected and observed to be rough at various places. Punching and press marks were observed at one end of suture which indicated that suture was handled and dispensed with force. Retained samples of incident were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength test and found to meet the specification. From the analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Knot pull tensile strength test was performed over retained samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the surgery the suture broke. There was no adverse patient outcome reported.